Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) unable to calibrate optical sensor alarm. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3,e1, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected filed-e2,h5 doctor in the ICU, called into emergency support program line to request support with a"unable to calibrate fiber optic alarm. She and esp personnel review the nature of the alarm and all potential cause for it. When asked about the patient, she stated the patient had the balloon placed axillary.esp personel gave her the axillary disclaimer. When esp personnel attempted to troubleshoot this alarm, (B)(6) handed the phone to (B)(6) , the charge nurse. She was extremely comfortable with unable to calibrate fiber optic alarm and the information I presented to her. Hannah was quick to end the call but prior to that,esp personnel attempted to troubleshoot with her which she declined.esp personel gave them cell number and told them to call him with any questions or issues that arise.no harm/ injury reported.